Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was implanted in the gallbladder for gallbladder drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2023. During the procedure, axios cautery was performed, and the physician proceeded on deploying the first flange; however, the physician did not hear the lock click and noted the handle moving to step 4. The physician attempted to move the catheter back down, but the stent fully deployed inside the gallbladder. The stent remains implanted and a 10x10 mm axios stent was used to complete the procedure. The stent will be removed together with the 10x10mm axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the size of the scope used was 2.8 mm working channel. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the working channel of the scope should be 3.7mm or larger. The stent is not compatible with a scope with a working channel size of 2.8mm. It was reported that the axios stent was intended to be placed for gallbladder drainage. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size, that are adherent to the gastric or bowel wall and are free of solid debris. The device is not indicated to be placed in the gallbladder.